Manufacturer narrative:
Insulin pump received with a high sleep current measurement, active current measurement test, confirmed replace battery alarm and replace battery now alarm due to corroded battery tube. Unable to verify battery cap damage due to pump received without the original battery cap. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had replace battery alert. The customer¿s blood glucose level was 370 mg/dl. The customer did not received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated that the battery was not previously used. Customer stated that the battery cap loosed. Troubleshooting was performed. The insulin pump will be returned for analysis.